Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states the provided crf was reviewed, but does not aid in confirming the root cause of the reported frequent sore throats, strep throat, and regrowth of tonsils to a 2+ size. There is no evidence the reported events were associated with the coblation wand. Per the crf, the events are related to the procedure and not the coblation device. Tonsil regrowth is a known possible complication of tonsillectomies. The patient impact beyond that which has already been reported cannot be determined. No further clinical/medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after an ent procedure, where an unspecified coblation wand was used; a revision tonsillectomy took place after the patient experienced frequent sore throats, one episode of strep throat and tonsils regrew to a 2+ size. It is unknown how or if the event was resolved.

Manufacturer narrative:
Internal complaint reference: case(B)(4).